Manufacturer narrative:
A visual inspection, dimensional analysis and detailed analysis were performed on the returned device. The reported guide wire fracture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire fracture appears to be related to user error. Analysis found evidence that the driveshaft was spinning too close to the spring tip (fracture was 6cm from the distal end and shows fatigue). The peripheral oas instruction for use (IFU), warns: ¿never advance the orbiting crown to the point of contact with the guide wire spring tip or other distal device. The maximum travel of the crown advancer knob¿and therefore the shaft tip¿is 15 cm. Moving the crown advancer knob forward moves the shaft tip an equal distance toward the guide wire spring tip. When moving the crown advancer knob, make sure there is sufficient distance between the guide wire spring tip (or other distal device) and the distal end of the shaft (10 cm minimum). If the distance between the shaft tip and the guide wire spring tip (or other distal device) is insufficient, the shaft tip may damage the guide wire spring tip (or other distal device) and result in device or component dislodgement. Distal detachment and embolization may result.¿ based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: g3, g6, h2, h3, h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11.

Event description:
It was reported that during procedure to treat 99% stenosed, heavily calcified, mildly tortuous popliteal superficial femoral artery (sfa) with 7fr sheath right groin access, a 1.5 solid diamondback peripheral orbital atherectomy device (oad) was used with viperwire guidewire. It was noted that there was no wire bias and the vessel was not primarily wired with viperwire guidewire, it was exchanged. During removal of the catheter, the guidewire tip broke off as it was stuck on calcium. The radio opaque tip of the wire about 3 cm in length was snared. A non-abbott balloon was used to successfully complete the procedure. The patient was stable.

Event description:
It was reported that during procedure to treat 99% stenosed, heavily calcified, mildly tortuous popliteal superficial femoral artery (sfa) with 7fr sheath right groin access, a 1.5 solid diamondback peripheral orbital atherectomy device (oad) was used with viperwire guidewire. It was noted that there was no wire bias and the vessel was not primarily wired with viperwire guidewire and was exchanged. During removal of the catheter, the guidewire spring tip broke off as it was stuck on calcium. About 3 cm in length of the guidewire spring tip was snared. A non-abbott balloon was used to successfully complete the procedure. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.